Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting an alarm issue with the adc device. The low glucose alarm failed to trigger and the customer experienced excessive sweating, loss of body fluid control, and had a seizure and lost consciousness. The customer was provided both oral glucose and an injection of glucagon by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.